Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: the physical device was not returned for investigation. Additional information provided by the health care provider that this device was in-fact, not the ruptured device. The silicone granuloma nodules that were detected in the MRI in the right breast were from a previous silicone implant that ruptured in 2019. The breast was cleaned out and did not replace with a new implant. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.